Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: according to the imaging review the type ia endoleak cannot be confirmed as no procedural imaging was provided. However, the pre-implantation imaging supports two possible endoleak etiologies. The endoleak could have been the result of either j graft open stent fabric perforation by the zteg barbs or through pleats of the partially constrained 34mm zteg. Either cause could have been reduced but not completely eliminated by the extension. Leaking through at least 5cm long pleats would resolve with time. A fabric tear should resolve provided the extension was implanted more proximally into the elephant trunk anastomosis. However, the two potential causes are not confirmed. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4).g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Device code: 1354 - leak. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient, (B)(6), suffering from the aneurysm in descending aorta underwent tevar. The patient¿s anatomy was suitable for the procedure. He has a history of aortic arch replacement surgery. A 29 mm x 60 mm open stent (nihon lifeline) had been already implanted in the synthetic graft in aortic arch before. A zteg-2p-34-127-pf was advanced to the target lesion by femoral approach, and the stent graft was placed in the descending aorta with its proximal end overlapped approximately 50 mm with the open stent implanted in the aortic arch. Its distal end was located to the area approximately 50 mm distal to the bottom of the aneurysm. Since confirmatory angiography after the stent graft deployment revealed the proximal type 1 endoleak, dilation with a tri-lobe balloon (gore) was conducted as touch-up. After that, the condition of the endoleak was re-checked with angiography, but mild endoleak still remained there ((B)(4)). Therefore, the physician determined to place tbe-34-77-pf. However, when the gray positioner was removed from the valve after the extension was placed in the desired position, blood began to leak from the valve. While the post-dilating of the extension with a tri-lobe balloon (gore) was being conducted, the leaking continued and would never stop. Thus, the physician proceeded with the procedure swiftly while covering the valve with fingers ((B)(4)). Approximately 800 cc~900 cc blood leaked from the patient¿s body in total, including the blood aspirated and the blood that soaked into the drape and so on. Final angiography confirmed the decrease flow of the endoleak, but slight endoleak still remained there. The physician determined to take wait-and-see approach. Additional information received 01sep2017: after the open stent was implanted in the patient (the date when it was placed is unknown), mural thrombus was observed in the patient. Therefore, the patient had been dosed warfarin since then. The physician gave us a comment stating that it is possible that warfarin is related to this endoleak. Patient outcome: large amount(800 cc~900 cc) of blood leaked from the patient. No adverse effects to the patient.